Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated the patient was seen back at the hospital for product testing. No further issues were observed and all pacing functions were observed to be normal. Testing did not reveal any abnormalities. No changes were made and the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Bsc technical services (ts) was contacted to review the device data and an x-ray of the patient¿s system. There was no evidence of a macroscopic fracture (e.g., clavicular crush) on the x-ray. The lead-device connection could not be evaluated due to the position of the device in the x-ray. Additional testing was recommended to further evaluate the rv lead. The rv lead was tested in unipolar configuration and there was no change in impedance measurements during provocation testing. Ts also reviewed eight (8) episodes stored in device memory, including threshold tests, and confirmed that there was no evidence of any loss of capture (except for the threshold tests which include loss of capture by design), nor were there any other product performance problems (e.g., noise) during these stored episodes. The device remains in service and no additional adverse patient effects have been reported with the rv lead programmed to unipolar pacing configuration. An additional follow-up is scheduled for (B)(6) 2018, and any additional pertinent information from that visit will be provided to mhra in a subsequent report.

Event description:
Boston scientific received information that this patient experienced unexplained falls in (B)(6) 2018, and that a heart monitor showed ddd pacing throughout these episodes. The patient was later admitted to the hospital in (B)(6) 2018, due to additional falls and seizures. It was reported that threshold measurements on both the medtronic right atrial (ra) and medtronic right ventricular (rv) leads were stable. A high ra impedance measurement was noted, which triggered the lead safety switch (lss) from bipolar to unipolar configuration. It was reported that noise was also observed on the ra channel. In (B)(6) 2018, the patient was again admitted to the hospital due to falls and seizures. It was reported by the medical facility that the device was appropriately sensing in the ra. However, the facility also reported that rv pacing spikes were observed, but with no evidence of capture. A surface ECG (which included multiple vectors) was provided to bsc for review. A low rate was confirmed; however, the surface ECG did not include evidence of pacing spikes. One high rv lead impedance was also noted. Variable rv threshold measurements were also noted in bipolar configuration. It was reported that the physician suspected that the patient¿s falls were due to the device performance. The rv lead was programmed to unipolar pacing and bipolar sensing configuration to restore ddd pacing. Bsc has received no additional reports of patient falls or other product performance complaints since the device was reprogrammed.